Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a resolute onyx drug eluting stent was used. During the procedure, the resolute onyx stent dislodged off the delivery system during delivery of the stent to a calcified lesion.